Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, while a backup battery was being installed, one of the screws in the heartmate 3 system controller cover came out of the back while the lid was being removed by the abbott-provided screwdriver. The controller was to be provided to the patient after their operation. Another controller was opened and the backup battery was installed without issue. A warranty replacement request was made. The controller will not be returned to abbott.

Manufacturer narrative:
Section a: there was no patient involved in this event. The issue with the controller happened before it was in possession of a patient. Manufacturer's investigation conclusion the reported event of one of the screws coming out of the backup battery cover during backup battery installation was confirmed via customer submitted image. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis with a missing screw from the backup battery cover. The controller was functionally tested and passed all steps without issue. Further analysis of the backup battery cover screw issue confirmed no damage to the helicoil threading. The afflicted screw was not returned so the reported event was unable to be reproduced. Per the provided information, the perfusionist was installing the backup battery using the abbott provided tools, the screw came out of the controller¿s back cover when the cover was lifted and the other 3 screws remained. Additionally, it was stated there was no damage or stripping to the associated screw. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate ii patient handbook, rev. D, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.